Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. According to the provided serial number of the patient interface the reported treatment could be identified in the logfile. The treatment was aborted after the warning message. The message indicated that the user released laser pedals and pressed the right footswitch to turn off the vacuum. The user restarted the treatment and performed the treatment successfully without any problem no technical root cause is detectable. The system was working within specification. No technical root cause was identified. The root cause is user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A director reported a suction break 36 percent of the way through a treatment. A second patient interface was used and suction was reacquired. The flap was completed without completion.